Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with noise on the atrial lead. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead was returned in two pieces. Electrical testing found shorting between the conductors for the distal portion. Destructive analysis was performed and found insulation abrasion at the distal region of the lead breaching the inner insulation and exposing the inner coil. The cause of the reported event was due to the exposure of the inner coil at the abrasion zone.